Manufacturer narrative:
(B)(4). The primary unique device identification (UDI) number is not applicable, as the lot number of the device is currently unknown. G2: foreign - event occurred in spain. Investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that an instrument set was received and the ann reamer was found to have a broken tip. There was no patient involvement. Attempts have been made and no further information has been provided.